Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor - 10/02/2015; belt - 08/06/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home and found unconscious with the device alarming. Ems was contacted who declared that the patient had passed. Review of the download data indicates that the patient entered bradycardia which degraded to asystole. Asystole is considered a non-life sustaining rhythm. The lifevest delivered five shocks during asystole. Motion artifact and oversensing of a low amplitude cardiac signal contributed to the false detection.